Event description:
The native valve annular diameter measured 21mm by tee and 20mm by tte, and 290mm2 by CT. Initially the first valve was positioned 50:50 across the aortic annulus. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system was fair. During deployment, pacing capture was not lost but ventilation was not held. During deployment the sapien valve moved ventricular, with a final position of 20:80 aortic/ventricular. A second valve was deployed in a 50:50 position and the central aortic insufficiency (cal) and paravalvular leak (pvl) were resolved as reported, the patient showed no signs of a stroke. The clot was caused by the pigtail catheter being in the vasculature too long and medication was administered for the clot in the aorta. Per medical records, the patient was neurologically intact at the conclusion of the procedure and there were no apparent complications. The perceived cause of the event was positioning by ¿looking at calcium landmarks and not the annulus plane¿.

Manufacturer narrative:
Attempts to obtain additional information have not yet been successful. The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report the ventricular malposition was caused positioning by ¿looking at calcium landmarks and not the annulus plane¿. In addition, the coaxial alignment of the valve and delivery system was fair and during deployment ventilation was not held. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the valve was deployed too low, necessitating placement of a second valve in a higher position to resolve central aortic insufficiency (cal) and paravalvular leak (pvl). The report also noted that a clot was observed in the ascending aorta around the pigtail catheter during the procedure. After the tavr, the patient was extubated and evaluated for stroke due to the clot. To date, no updates have been received.